Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated excessive pressure was observed on robotic arm joint 6 of the arm cart assembly. An error code for 'linked to arm angle discrepancy' and an error code for 'linked to robotic arm motor state error' were observed. No further action was needed. Evaluation of the logs indicated an error code for 'linked to subsystem robotic assembly validation - desired vs. Actual' occurred with the arm cart assembly, which gives a subsystem non-recoverable inoperable error. This error can indicate that some extra force may have been put on robotic arm joint 6, leading to an overdrive condition and consequent errors of mismatch in desired and actual position. This can occur when trying to rotate the endoscope. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the system not being used as intended. Replication of the observed error can occur from excessive force applied on the robotic arm. The instructions for use (IFU) states, "do not apply excessive force while adjusting the fulcrum point, including raising all fulcrum points/arms or lowering the bed while docked. This places very high forces on ports and can result in port breakage and patient injury.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the docking phase of a robotic laparoscopic roux-en-y gastric bypass procedure, the arm cart assembly (aca) triggered a non-recoverable error. Restarting the arm and recalibration was done to resolve the issue. There was a 5-minute delay. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the docking phase of a robotic laparoscopic roux-en-y gastric bypass procedure, the arm cart assembly (aca) triggered a non-recoverable error. Restarting the arm and recalibration was done to resolve the issue. There was a 5-minute delay. There was no patient injury.